Event description:
It has been reported that during a patient use event, the device gave the "artifact detected" announcement. The pads were replaced but the device still detected an artifact. The patient did not survive.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during a patient use event, the device gave the "artifact detected" announcement. The pads were replaced but the device still detected an artifact. The patient did not survive.